Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The pt had a history of lasik surgery (pre-existing). Postoperatively, the pt was noted to have irregular astigmatism. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/06/2010 by fax and mail. A completed questionnaire has not been received. (B)(4).